Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. Due to the issue, the customer experience one instance where blood glucose (bg) level was displayed as "high", although a specific value and a specific event date was not given. The customer addressed their bg with a correction bolus. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.